Event description:
Per the clinic, the patient experienced skin infection, scalp abscess and skin overgrowth over the abutment. The patient was initially treated with topical corticosteroid (specific date not reported) applied twice daily for 2 weeks; however, the issue did not resolve. Subsequently, on (B)(6) 2026, the patient underwent incision and drainage of the scalp abscess with purulent discharge under local anaesthesia. The wound was then irrigated and debrided within the same procedure. Following the surgery, the patient was prescribed with topical and oral antibiotics on (B)(6) 2026, twice daily, for a duration of 10 days. The implanted device remains.